Manufacturer narrative:
Zimmer biomet complaint (B)(4). Additional 510(k) numbers are k011028 and k013227.

Event description:
It was reported that the implant was removed due to infection, bone loss & fracture. Pain is reported as a symptom.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. The product was not returned for investigation. Visual inspection could not be performed. The investigation has been performed based on the available information using the implant item number along with the applicable instructions for use (IFU), and risk file. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. June post market trending was reviewed and there were no actionable events or corrective actions for the reported events or product. Based on the available information, device malfunction could not be verified and the reported events were non-verifiable. A definitive root cause could not be determined. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.